Event description:
Event description guidant received information that this endotak c lead was removed from service due to a possible fracture. The lead was removed from service and surgically abandoned. A new lead was implanted without issue.